Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Implanted: (B)(6) 2008. (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery in which rhbmp-2/acs was used. As per op-notes, ¿all screws stimulated well and intraoperative films showed good alignment and good fixation. The surgeon then performed the decompression. Then the disc space was removed and discectomy was performed completely. The surgeon then performed transforaminal lumbar interbody fusion procedure and placed bone morphogenic protein and bone graft as well as the cage at the 3-4 region. Two rods were carefully contoured, locked down and set screws were then sheared off. Also performed a posterior spinal fusion here at the 3-4 region with the bone morphogenic protein and bone graft and closed in multiple layers using ethibond, vicryl.¿ the patient tolerated the procedure well without any intraoperative complications.